Event description:
At the normal pump replacement procedure due to end of life, the pump was interrogated and found to be in safe state. This reporter did not recall exactly when pump went into safe state but stated that it had been some time. The patient did not have withdrawal or any mention of symptoms when this occurred. There was no mention of hearing the alarm either. The new pump was filled with 4000 mcg/ml drug and set at the lowest programmable rate of approximately 192 mcg/day since the patient hadn't been getting drug for some time. The device system was delivering compounded baclofen. It was later reported that there was no issue at the patient's last appointment. On (B)(6) 2014, the pump was refilled without any issues, the patient had no symptoms at that time, and pump eri (elective replacement indicator) was 8 months. The expected reservoir volume was 3.2cc the actual volume was 3.5 cc. The patient was referred for the pump replacement. The patient had not been exposed to emi. The patient was ¿fine¿ after the pump replacement.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n189178027, implanted: (B)(6) 2009, product type: catheter. (B)(4).